Event description:
It was reported that high impedance and high thresholds were observed on the pace/sense portion of the lead. The interior setscrew was found to be loose. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was recieved. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported high impedance was confirmed in the laboratory. The hex cavity was found stripped and the setscrew could not tighten properly.